Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. All tests were successful. The product was subjected to burn-in testing. No failures occurred. In sum, the customer complaint could not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit displayed an e-1 error.